Event description:
Consumer experienced a burn form disposable heating patch. He put the patch on his lower back in the afternoon and by evening he felt burning and pain. The area was red upon removal and later blistered. He sought medical attention with his primary care doctor who prescribed silvadene cream 3x/day for one week, then to apply as needed.